Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After cutting a portion of the tibia, the surgeon observed that the cut was deeper than planned. The surgeon determined that the proper course of action was to complete the procedure using mako's robotic arm interactive orthopedic system (rio) and surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the investigation revealed that the root cause for the deeper cut in the tibia was due to improper engagement of the burr in the burr motor of the 3rd party drill system used with the rio.